Manufacturer narrative:
The insulin pump was received with frozen display and then constant tone due to cold solder joint of connectors on mother board. It was unable to verify unresponsive buttons due to frozen display. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he bloused, blood glucose was 330 mg/dl and then the insulin pump started making a high noise and the buttons were not responding. The customer did not recall any significant events leading to constant tone or keypad issue. Blood glucose value at the time of the incident is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.